Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient did have some complications post procedure, and a second surgery was required to correct these complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.